Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed that the unit had excessive oil within the bimba tube housing as well as on the bimba tube. The amplifier piston seal had failed and allowed oil to seep into the bimba housing. The unit also failed the weight test. The piston migration was at 3.07 inches, which is indicative of hydraulic fluid loss. The complaint of was confirmed and the root cause has been determined to be excessive oil loss caused by a bad seal within the amplifier piston.

Manufacturer narrative:
(B)(4)..

Event description:
It was reported that the rfb positioner spider limb was not working, and presented a lost of traction. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.